Manufacturer narrative:
An event regarding alleged audible noise involving a unknown knee was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: ¿the event description states, ¿patient ¿ stated ¿ every move he made he felt some popping and squeaking.¿ there are no patient demographics and no documented complaints as noted in the event description. On (B)(6) 2016 it was noted that he had ¿noise in the knee¿, which was not noted on physical examination. X-rays suggest possible patellar subluxation, which could be ruled out with patellar x-ray views or a CT alignment confirmation of the femoral component. There is no evidence that factors of implant design, manufacturing or materials are responsible for this clinical situation.¿ conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Based on the minimal information provided to the clinician indicated, ¿there are no patient demographics and no documented complaints as noted in the event description. On (B)(6) 2016 it was noted that he had ¿noise in the knee¿, which was not noted on physical examination. X-rays suggest possible patellar subluxation, which could be ruled out with patellar x-ray views or a CT alignment confirmation of the femoral component. There is no evidence that factors of implant design, manufacturing or materials are responsible for this clinical situation.¿ if the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient had a total knee replacement with stryker devices on (B)(6) 2016. He stated that every move he made, he felt some popping and squeaking.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient had a total knee replacement with stryker devices on (B)(6) 2016. He stated that every move he made, he felt some popping and squeaking.

Manufacturer narrative:
Additional patient information was added to age/date of birth.

Event description:
Patient had a total knee replacement with stryker devices on (B)(6) 2016. He stated that every move he made, he felt some popping and squeaking.